Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was currently in nursing home. Caller stated the patient was fine until about 2-3 years ago and then it was like someone "turned off the lights." Patient went from no falls to 17 falls a day. It got corrected but that didn't last long. It seemed like every time the patient was adjusted it didn't last long. The patient rep was thinking it was because of moving from one state to another. Caller stated the patients one side needed a lot of energy and would wear the batteries out in a year and half. The caller stated the patient was seeing their twin brother who had died and has hallucinations along with falls. Patient is in a wheel chair and has a hard time keeping up with conversation. After implant in 2020, the patient was better only for a short time. The same evening after implant, the patient was sent home. Patient was like a rubber doll, couldn't walk or talk. It took about a week before patient could walk. The last time patient saw someone for programming in 2020, they said the batteries were fine and increasing it would not help. The person who programmed said it was the progression of parkinson's. The caller spoke to the programmer the other day and they were shocked of how patient was doing. The caller stated patient does not have a neurologist, but has a name for someone but patient has never seen this person because patient had surgery, was in hospital and then was in a nursing home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that medical history related to the hallucinations was parkinson's. It was clarified that the report of the patient never seeing the neurologist because the patient had surgery was referring to the implant surgery replacement of both batteries. It was reported that while in the nursing home, the device to check batteries was lost, with no further information on relatedness of the being in the hospital. It was reported that the cause of the hallucinations, falls, "legs were like rubber", and speech issues was due to parkinson's. The hallucinations and other symptoms were resolved by medications. It was stated that the medications have been helping somewhat and that the patient has a parkinson's dementia issue now.